Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the atrial lead exhibited oversensing of noise leading to inappropriate mode switch and atrial tachycardia (at) or atrial fibrillation (af) detections. The issue has not been resolved. There was no patient consequences.

Manufacturer narrative:
The ra lead should have the model 2088tc/52, serial number (B)(6), UDI: (B)(4), manufacture date: jun 15, 2017 and expiration date: may 31, 2020.

Event description:
Related manufacturer reference number: 2017865-2020-07866. Related manufacturer reference number: 2017865-2020-08092.

Event description:
New information received indicated that noise continues to be seen on the atrial lead. The atrial lead will continue to be monitored. There were no adverse health consequences to the patient.